Event description:
Bard miniloc safety infusion set 22g x 0.75in. Lot #assbs003. Port a cath huber needle safety failed to lock in place upon removal from pt. Second needle, wing for removing pulled off while holding. Able to recreate the failure of the safety lock with another needle from this lot. Safety "click" and "color change" occurred, but did not stay in place, needle was not locked in a safe manner. Due to product failing to lock as it should, rn experienced contaminated needle stick, exposure to blood borne pathogens, required medical treatment and evaluation. Dates of use: 2008. Diagnosis or reason for use: port a cath access for chemo administration.